Event description:
Plaintiff alleges being diagnosed with a latex allergy. She alleges that as a direct and proximate result of the exposure to latex gloves, she has suffered physical injury and damages. Husband alleges loss of consortium of his wife.